Event description:
It was reported that the unspecified bd nano pen needle was missing and the non-patient end needle was broken.

Manufacturer narrative:
Customer returned (26) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the pen needles were not working, the non patient end is bent, and the needle is missing from the non patient end. All returned pen needles were examined and 19 out of 26 samples exhibited a bent non patient end of the cannula, and 2 samples exhibited a broken non patient end of the cannula. All remaining samples were tested and all were able to expel properly without any observed defects. Unable to perform DHR check due to unknown lot number for difficult/unable to operate, needle broke & needle missing. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent and broken non patient end of the cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle not working). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root causes: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nano¿ pen needle was missing and the non-patient end needle was broken.